Event description:
It was reported that the reservoir of a small volume intermate was observed with particulate matter inside of it. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from april 14, 2014 to april 17, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection identified a solid white particle, approximately 1.34 mm in length, floating in the reservoir. A fourier transform infrared spectroscopy scan determined that the particulate was acrylic. The cause of the malfunction could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.